Manufacturer narrative:
(B)(6). Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer sst ii advance plus blood collection tubes have been constantly under filling. No report of injury or medical intervention. No report of blood exposure to mucous membrane.